Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance vision multi-chamber washer/disinfector and found no issues with the function or operation of the unit and no repairs were required. However, the technician confirmed that the digital printout for the cycle count had a dash ("-") in front of the cycle number when downloaded on a computer separate from the unit. The unit had, and was continuing to record the correct cycle count. There is no impact on the function or operation of the unit.. The technician returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported via vigilance report that their reliance vision multi-chamber washer/disinfector experienced a "digital printout problem". No report of injury.